Manufacturer narrative:
Although no device associated with this report was received for examination, review of the provided x-rays confirmed the reported inferior fracture of the natural patella, and possible fracture of the inferior portion of the patella implant. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-rays were received and reviewed. From a medical perspective, based on the limited information available in the medical records, it is not possible to determine if the complaint is product related. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product/lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patella fracture. Update rec'd 12/03/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Radiographic findings on (B)(6) 2015 indicated there was a fracture of the patella with what appeared to include a small portion of the polyethylene piece. At this time, the patient's patella is being reported. The complaint was updated on: 12/17/2015.